Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The nano meter gave the following blood glucose results within 10 minutes: 422 mg/dl at 1:07 am, 146 mg/dl at 1:08 am. No adverse events reported, replacing and returning meter and test strips.